Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
During an ire procedure on (B)(6) 2019, after ablation for about one hour, when adjusting parameters to deliver pulses, the system failed to recharge. The operator of the unit went back to the previous interface and then went back to the "pulse output" interface, it still failed to recharge. After rebooting the system, the activation probe could not be detected by the generator, and the screen displayed "not connected". When the operator withdrew the probe from the patient and connected it to other ports of the generator, it still appeared "not connected", but another probe could be detected normally. The probe was set aside and a new of the same device was used to complete the procedure. It was reported the procedure was delayed for more than 30 minutes due to this event. This delay is considered a potential patient safety risk due to prolonged exposure to anesthesia. The patient was reported as stable with no adverse harm or injury. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a nanoknife probe. A visual review of the device noted no obvious defect or damage. Functional testing of the device was performed. The continuity of the device was checked and the readings were normal. The device was opened up and no faults or defects were noted internally. The rfid tag was read and was noted to be reading as intended.the probe was noted to be programmed as an activation probe and not other issues were noted. The customer's complaint description cannot be confirmed. The continuity of the device and found the readings to be good and probe was functioning as intended. A root cause for this event cannot be determined. A review of the lot history records was performed for the reported packaging lot (5110453) for item number h787204001030 for any deviations related to the reported defect of the complaint. The review confirmed that the incoming lot met all material, assembly, and performance specification. The instructions for use,which is supplied to the user with this catalog number, states; "attach the cable connectors to the front panel of the generator. One of the single electrode activation probes will be required to activate the generator. Note: if excessive force is required to connect the cable to the generator, check to see if the pin in the cable connector is bent." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).